Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the truepath device. The motor housing, working length, tip housing/tip were microscopically examined. The coil is stretched at the distal solder and is stretched at the proximal solder. There are fibers wrapped around the tip. Functional testing was performed by turning on the device. The device turned on and all the led lights lite up as they were supposed to and the normal audible noise was heard; however, the red light flashed off and on and the device kept beeping during the audible noise. The device vibrated/rotated but the tip did not rotate. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 17aug2018. It was reported that the catheter failed to cross the lesion and red lamp continuously turned on. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified lower limb. A truepath¿ was selected for use. During the procedure, it was noted that the truepath¿ failed to cross the lesion. Furthermore, it took a reverse rotation while passing through the calcification for several times. Also, when the device was removed, the red lamp continuously turned on. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, device analysis revealed that there are fibers wrapped around the tip.